Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: complaint not confirmed - no issues were observed. The returned unit has passed all specific functional testing requirements, except for the lock having rotational movement, when unit is properly positioned and put under pressure unit would not have slipped. Unit needs heli-coils added to large starburst threads; general maintenance and cleaning was required. This device was manufactured on 08/28/2009 and a review of the work order (B)(4) showed that this lot passed the required inspection points without reworks, variances or mrrs. There is no service history for this device. No manufacturing or design related trend has been identified. Conclusion: in summary we are unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements, however general maintenance is required as this device was manufactured in 2009 with no prior service history.

Event description:
The patient's head slipped while in the clamp and it tore the patient's skin. Additional information has been requested.